Event description:
This was classified as a rt-62-03 error. Our policy states for transfusion services, the patients specimen will be labeled with legal name, date of birth and medical record number. The crossmatch was completed and units issued, however, the specimen obtained from the patient did not contain the date of birth. The legal name and medical record number were correct and the patient outcome did not result in serious harm.